Manufacturer narrative:
For the investigation, a submitted photo of a logbook extract was evaluated. Based on the entries, the reported behavior can be confirmed. The stored error codes indicate a temporarily faulty pcb front controller or electromagnetic interferences above the immunity level valid at delivery of the device. The dräger service technician replaced the pcb front controller. If the device error 08.36.101 is detected by the device, a warm restart is performed. During a warm start, the airway system is opened to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the old parameters. During a warm start, the power failure alarm is generated acoustically, and the display is set to dark. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a device malfunction during ventilation and a restart was performed. No injury reported. The patient was cared for with a different device.